Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and the healthcare professional. Patient still has not contacted the provider, and the physician said he is can¿t do anything for the patient until they come back to see him in his clinic. The patient had apparently moved off to another state without his knowledge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states they feel they are back to leaking ever since they had the device put in. Patient states they did well for the 3 weeks they tested the device but now they are having trouble and can't make any changes with their therapy because they can't communicate with the device. Patient service had patient attempt to communicate with communicator and handset. Patient was able to successfully communicate with equipment. The troubleshooting steps that were taken on the call resolved the trouble communicating issue however, pt still has the ongoing therapy issues. The patient also states they are not satisfied with the external equipment and felt they should get all replacement equipment (understood to be recharging equipment). Patient goes to try and charge their implant and the recharger can't find the device. Patient states when it does finally find the implant, it loses connection right away without even moving. Patient states either they need to have the implant removed or they need new equipment. Patient states it takes an hour andhalf to charge the implant and it takes a half hour just to find the implant. Patient reports her daughter, her doctor, and the manufacturer¿s rep have all worked with this and have had the same issues. Patient states the last time they met with the rep was on the 4th and at that time they were finally able to get the recharger to charge to 50% but when they got home, they continued to struggle. Patient states doctor mentioning maybe they should get an x-ray on the implant. Patient also added that they charge when the recharger is fully charged up from the wall. Patie nt confirmed with patient services (ps) that they can feel the implant and that it's pretty flat in the pocket site. Patient had tried repositioning recharger on the call and did end up establishing connection which showed the implant battery was low. Patient states after seeing charging screen come up, it immediately lost connection and went to 1707. Patient states they see this code every time they charge which is every 2-3 days since they got it in (B)(6) 2020. Patient states recharge quality says excellent before they get this code and it pops up when they are in the standing position on laying. Patient stated they are completely still, and it comes up. Patient states they were only able to get the implant 100% charged one time. Patient services had patient attempt a reset on the call which followed in a 3167 error code. After bypassing code, pt's recharger went back to searching. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient services notified the rep of the pt's situation. Patient mentioned they do not have another appointment set with doctor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they don't like the way the external devices work. The patient said they don't find the ins and the patient gets an error code but the patient wasn't sure what the code was. The patient had been fighting with the external devices since they got them. The patient spoke to someone a couple months back who was going to have a rep call them but the rep never called. The patient said they were angry. They know where the ins was and said it was hard to tell if they can feel all 4 sides of the ins but the ins seems to lay flat. They had a xray for something else and the hcp mention they saw the ins on the x-ray. The patient said the communicator was not holding a charge, reviewed battery light function, communicator working as intended. The communicator was not connecting to ins but the patient said they hadn't charged the ins. The patient said they turned stim off for 2 weeks because they were angry with how difficult the recharging process was. The patient said the recharger couldn't find the ins. The only way the recharger could locate the ins was if the patient lays on their stomach. The patient said the recharger loses connection with the ins without the patient moving. The patient said when they charge the ins they have to lay flat on their stomach for an hour and 45 mins. The patient was thinking about contacting the hcp to have the device removed. Patient services reviewed starting a charging session. The patient started in the open loop screen. The patient was able to reposition recharger and get an excellent connect with a regular recharging screen but had to lay on their stomach to do so. The patient said the ins is in the "fatty" part of their buttock. They know the ins hasn't flipped. The patient was able to charge the ins from 10% to 30%. The patient said the mdt rep also had issues connecting with the ins. They said that laying on their stomach is an awkward position for the patient to have to lay in. Even with an excellent connection it take an hour and 40 mins to charge the ins. The patient was on the fastest charging speed. The patient charges with stim on. They reported that they had to charge more than once a week. They said the evaluation was fantastic. Patient said they hadn't stopped leaking since they got the implant. Once the patient charged to 30% they were able to connect to the ins using the communicator, but patient had to lay on their stomach to do so. The patient was on program 2 at 6.8. They mentioned that they were still getting up 2-3 times at night and going through 3 pads a day. Patient said they stand up and urine comes out. Patient services reviewed option to change to a different program and recommended voiding diary. The patient was going to charge the ins then change programs. The patient's ins was implanted in florida and the patient doesn't have a hcp in west virginia. Patient services sent hcp listings.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had moved out of state and were unable to come to the office now. The rep was going to be speaking with the patient to see where they were now located and how they could help.